Manufacturer narrative:
A ge representative providing telephone technical support corrected the malfunction and no further malfunction was reported. Operator using incorrect technique or procedure.

Event description:
It was reported that the system 9800 first produced a completely white image followed by a completely white image. There was no adverse patient involvement reported. There was no patient information reported.